Event description:
Boston scientific received information that this right ventricular (rv) lead and the associated device reported an open circuit condition had occurred when interrogated after the patient presented to an emergency room after experiencing cardiac arrest after multiple episodes of ventricular tachycardia (vt) and ventricular fibrillation (vf). A boston scientific field representative reported that the lead's shock impedance was low out-of-range for the episodes with shock therapy delivery. Review of the stored episodes also showed that the delivered shocks did not convert all of the vt/vf arrhythmias and loss of capture. The lead's shock impedance measurement was normal during the subsequent device check, and the pace impedance was lower than the normal range. A boston scientific technical services consultant (ts) discussed the possibility of a breech in the lead insulation, and that the message indicated one or more shocks were delivered into a shorted condition. Ts discussed reprogramming the device to electrocautery mode may be an option to provide pacing, but the ability to capture in the left ventricular may be negatively affected if the rv lead was compromised, as it is a unipolar lead and the only pacing option involves a configuration using the rv lead in the circuit. No additional information was immediately available.

Manufacturer narrative:
This report will be updated if additional information is received.